Manufacturer narrative:
Approximate age of device ¿ 3 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that a stiffness of the driveline was observed between the driveline exit site and the modular cable connector. Approximately 4 to 5 cm from the exit site, the stiffness formed an angle approximately 45 degrees. There was no reported impact to pump function or to the patient. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct relationship between the device and the reported event could not be conclusively determined through this evaluation. The heartmate3 lvas patient handbook cautions the user not to twist, kink, or sharply bend the driveline as it may cause damage to the wires inside, even if external damage is not visible. This handbook, as well as the heartmate 3 lvas instructions for use (IFU), also contain information about caring for the driveline. These documents explain that a damp, lint-free cloth should be used to clean the driveline when necessary. If more aggressive cleaning is needed, it is recommended to use warm water and mild dish soap. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.